Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6 multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-02167 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The event could not be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. However, it was noted that during the attempt to seat the liner, a fracture of some nature occurred; however, the type of fracture (implant/bone) is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: unknown shell. G2: spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during the procedure, the liner was unable to be assembled with the shell. While attempting to assemble the pieces, the shell fractured. A new liner and shell were used to complete the procedure. There was no harm or health impact to the patient. Attempts have been made and no further information is available.